Event description:
In 2009, while attempting to start IV. Using a bd insyte auto cath vein access seemed to be accomplished but no blood return noted. Nurse pushed white button to retract needle and then green plastic hub rolled off pt arm. No inner cannula was noted to be attached. Fearing that the inner cannula was still in the vein, the tourniquet remained in place and an x-ray was completed showing no signs of the catheter in the vein. Upon close inspection of the retracting chamber, it appears as though the cannula retracted with the needle. Dates of use: 2009. Diagnosis or reason for use: intravenous infusion.